Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Additional event(s) for this patient reported on medwatch number(s) 1825034-2016-01935 and 1825034-2016-02566.

Event description:
During a left hip revision approximately 16 years post-implantation, the femoral head had to be cut off as it was cold-welded to the femoral stem. No patient injury or delay in the procedure was reported as a result of the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products - biomet m2a acetabular cup catalog#: us157848 lot#: 862280, biomet femoral stem catalog#: 11-104109 lot#: 174440. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2016-01935, 02565 and 02566)

Event description:
During a left hip revision approximately nine years post-implantation, the femoral head had to be cut off as it was cold-welded to the femoral stem. Corrosion of the taper was noted during the procedure.